Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged a false positive result was obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "a positive alarm sounds about 30 minutes after inserting the blood culture bottle. The gram stain was a false positive, so I tried reinserting the bottle, but the positive alarm still sounds."

Manufacturer narrative:
H6: investigation summary customer reported an issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). Customer indicated about the false positives. No erroneous results were reported to doctors, and patients were not impacted. Bd field service engineer was dispatched and communicated with the customer and obtained the logs. The fse tried the cpu version and the version upgrade is not supported. Bd service confirmed that the recurrence of the false positives was not observed. This is an unconfirmed failure of the bd product. Review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples received consisted of log files. After reviewing the log files, investigation revealed that the false positive was not related to the instrument. The root cause is unknown. H3 other text : see h10.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged a false positive result was obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " a positive alarm sounds about 30 minutes after inserting the blood culture bottle. The gram stain was a false positive, so I tried reinserting the bottle, but the positive alarm still sounds."